Event description:
The customer indicated the system failed to boot up and go into mag mode. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported problem could not be identified nor duplicated. However, the ii port spots were cleaned. Also, the staff was educated on the system's mag functions. The system was found to be working as intended.